Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. The patient age was reported to be over 18 years. According to the complainant, approximately 7 ½ minutes into the ablation phase of the procedure, fluid was observed to be leaking out of the cervix. The procedure was paused and fluid was immediately wiped out of the vagina. The procedure was aborted. Post procedure a 2nd degree burn was noted on most of the cervix and the upper portion of both lateral walls of vagina. No treatment was administered and no medication (pain or antibiotic) was prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.